Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose readings ranged from around 200 mg/dl to over 700 mg/dl. The customer treated their high blood glucose with insulin pump boluses and manual injections. Customer stated they switched the infusion set two times but did not see a difference. The customer reported feeling nausea, weak and tired, tightened muscles, and felt terrible. Auto mode was not active at the time of the event. Customer has been using insulin pump system within 48 hours of reported high blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.